Event description:
It was reported that the 9900 system locked up with a touch screen monitor error during a case. The 9900 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call.